Event description:
A caller reported an issue with the pump's touchscreen responsiveness, which was not cracked or shattered. The pump screen was frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level, with no exceedance beyond 500 mg/dl. The customer was advised to reset the pump but did not remove the cartridge to ensure continued insulin delivery.